Manufacturer narrative:
Corrections made to evaluation results and conclusion code grids only.

Manufacturer narrative:
H10: results code grid (l1) (l2) updated to no device problem found; conclusion code grid (l1) updated to no problem detected.

Event description:
It has been reported that the device will not power on.